Manufacturer narrative:
The product was not returned, however the reported fracture of the screw was confirmed through radiographs provided by the customer. Lot information for the screw was not provided and therefore the device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. The device history record for the subject implant lot confirmed that all processes were completed successfully. There were no deviations or reprocessing steps noted in the record which would cause or contribute to the subject complaint. All in-process inspection and final inspection results were within acceptable limits. A definitive root cause has not been determined.

Event description:
The dentist reported that this gold abutment screw fractured. The screw was unable to be retrieved causing the implant placed in tooth site #19 to have to be removed.